Event description:
I was about to draw this patient on the back of the hand and when I proceeded the needle got stuck on the patient skin and it was really painful, more than usual. When I pull the needle out I checked and saw it was defected (blunt). The patient has a little hematoma but stated she was ok. I communicated with the patient's daughter and let her know I was making a report of the incident, and she was very appreciative. Attach is a copy of the lot and info of the needle that was defected.